Event description:
It was reported multiple occlusion alarms occurred. Customer¿s blood glucose (bg) level was "high" (specific bg value was not provided). A manual injection was administered to address elevated bg. Reportedly, the customer had attempted to change the pump supplies multiple times in order to resolve the occlusions.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.